Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter (sn (B)(4)) was received for evaluation. Functional analysis of the returned device included, visual, irrigation and optical testing which all met sjm specifications. Electrical testing revealed electrodes 1-4 had acceptable resistance values while the device was deflected, undeflected, and manipulated with no open or short circuits detected. Temperature testing of the thermocouple revealed the tip thermocouple had an open circuit. This finding did not contribute to the reported event. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported ventricular tachycardia and subsequent death was unable to be confirmed and remains unknown.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record revealed the device met specifications prior to leaving sjm manufacturing facilities. The cause of the reported ventricular tachycardia and subsequent death could not be conclusively determined.

Event description:
During a ventricular tachycardia ablation procedure, the patient developed ventricular tachycardia and subsequently expired. The tacticath quartz ablation catheter was introduced into the left ventricle to perform mapping and scarring was noted on a large portion of the ventricle. The patient then experienced spontaneous ventricular tachycardia and arterial pressure dropped. Cardiopulmonary resuscitation was performed norepinephrine was administered. Arterial pressure again dropped and the patient expired. The user did not feel the sjm device contributed to the event. There were no issues with any sjm device.